Event description:
On (B)(6) /2012, the reporter contacted animas, alleging that the down arrow and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling at the ok button and the keypad was worn. A worn keypad has no effect on insulin delivery. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow, ok and contrast buttons were found to be intermittently unresponsive; the up arrow keypad button responded appropriately. There was evidence of contamination found under all key contacts and the ok contact was found to be misaligned. No visible damage to the audio bolus button was observed; the audio bolus button was found to be unresponsive and inoperable during testing with the slug misaligned. The animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.